Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) that had been paired to an ilet bionic pancreas became unpaired from the ilet, while the dexcom app continued to display glucose readings. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included customer support troubleshooting with device toggling, phone restart, and re-entry of the transmitter pairing code to reinitiate pairing. Investigation of this case revealed a pairing failure limited to the interface between the dexcom g7 and the ilet, with the cgm sensor and app performance otherwise normal. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or connectivity issue during pairing.

Manufacturer narrative:
Initial.